Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the reported complaint that a piece of the instrument was noted to be missing. The instrument was found to have a broken tube extension. A section of material measuring approximately 0.32x 0.18 was not returned. Any potential fragments would not have been retained by the instrument tip cover. The known common cause of this failure is due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a piece of the monopolar curved scissors instrument was noted to be missing. The location of the missing instrument fragment is unknown. It is also unknown if the missing fragment actually fell inside the patient and was retained. However, failure analysis determined that the cause of the instrument damage was due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a piece of the monopolar curved scissors instrument was noted to be missing. Intuitive surgical, inc. (Isi) followed up with the customer and received the additional information: the missing fragment was a small piece on the side of the instrument. It is unknown if the fragment was missing prior to the start of the procedure. It is also unknown whether or not the fragment fell inside the patient and was retained. The initial reporter surmised that the fragment may have broken off during the cleaning and sterilization process. There were no reported patient complications.